Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Follow-up with angiography and oct on (B)(6) 2017 showed the absorb scaffolds in the lad were totally occluded and the rca had a subtotal occlusion (in-scaffold restenosis), but no patient symptoms. The lad was treated with the implantation of an unspecified drug eluting stent with plans to treat the rca at a later date. On (B)(6) 2017, treatment was attempted on the rca; however, the treatment failed because the guide wire couldn't cross the in-stent restenosed lesion. The treatment was attempted again on (B)(6) 2017. Three xience alpine stents were implanted overlapping from distal to proximal and was successful. The outcome was good. The patient was confirmed to have been compliant with their dual anti-platelet therapy (ticagrelor+aspirin) for more than a year. The patient was placed on ticagrelor and aspirin. No additional information was provided. The device was not returned for evaluation as it remains in patient anatomy. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use, is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us. The two additional absorb devices referenced (B)(6) are being filed under separate medwatch reports.

Event description:
It was reported that the patient presented with chronic stable angina. The index procedure on (B)(6) 2015 was to treat a totally occluded lesion in the proximal left anterior descending (lad) artery with diffuse aneurysmal dilatation and severe tortuosity. Vessel sizing was performed with intravascular ultrasound which determined the vessel was greater than 2.5mm in diameter. The lad was predilated with an unspecified non-compliant (nc) balloon with residual stenosis less than 40%. Two absorb (2.5x28, 3.0x12) were implanted in the proximal to distal lad. Post-dilatation was performed with two unspecified nc balloons (2.5x20, 3.0x12) with residual stenosis less than 10%. Imaging was used to confirm the absorb scaffolds were fully apposed to the vessel wall. On (B)(6) 2015 the patient returned for planned treatment of the mid right coronary artery (rca). Vessel sizing was performed with optical coherence tomography (oct) which determined the vessel was greater than 2.5mm in diameter. Pre-dilatation was performed with an unspecified nc balloon with residual stenosis less than 40%. A 3.0x28mm absorb was implanted in the proximal to mid rca. Post-dilatation was performed with a 3.0x20mm nc trek balloon at 20 atmospheres, 3 times, with residual stenosis reduced to less than 10%. Imaging was used to confirm the absorb scaffolds were fully apposed to the vessel wall.